Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant of the implantable cardioverter defibrillator (ICD), the defibrillation impedances of the newly implanted non medtronic lead were high and a connection issue was suspected. It was observed that the non medtronic lead svc coil and rv coil connector were not inserted. The lead connections were fully inserted again, and no patient complications have been reported as a result of this event.